Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 19, 2020, olympus medical systems corp. (Omsc) received literature titled "long-term outcomes of endoscopically resected laterally spreading tumors with a positive histological lateral margin". This study was conducted endoscopic resection of laterally spreading tumors (lsts) with positive lateral margin in 324 patients from january 2011 to december 2015. The lsts were resected using the subject device. In the literature, it was reported that 41 cases of acute bleeding, 8 cases of delayed bleeding, 14 cases of perforation, and 5 cases of coagulation syndrome have occurred. There are no descriptions of device relevance for all adverse events in the literature. However, there's no denying that the perforation was relevant for the subject device due to resect with the subject device. There is no description of the device's malfunction. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the subject device. However, omsc assumes that the perforation might be related to the subject device. Omsc will submit one medical device report (MDR) for the event type of perforation.